Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump went to safe state ¿for no known reason¿. It was not known if there were any emi ( electromagnetic interference) sources. It was reported the patient was now doing fine and receiving effective therapy. It was noted no devices would be returned to the device manufacturer.

Manufacturer narrative:
Product ID: 8590-1, lot# n289238, implanted: (B)(6) 2011, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that the patient was in pain. When the patient requested a bolus they received an error code 8474 on their personal therapy manager (ptm) indicating that the pump had reset and that it was infusing at minimum rate. The event logs were later reviewed and a watchdog reset reportedly occurred on (B)(6) 2014. The patient had withdrawal type symptoms with shaking. The pump was later reprogrammed. The patient received a bolus via the ptm and felt better. The medications infused were fentanyl and bupivacaine. A day or two after the pump displayed the watchdog reset on (B)(6) 2014, the patient began hearing a critical alarm sporadically at first. On the morning of (B)(6) 2014 they began hearing it every hour, six minutes past the hour. The patient was still able to receive their ptm boluses, and no active alarm showed up on the ptm or after device interrogation. In the alarms tab there was a silence audible alarm option. The pump was updated successfully with silencing the active audible alarm.